Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was plugged in and the jaws immediately burned and were destroyed. Also, the connection cable was destroyed. Procedure was converted to open vein harvesting. Maquet cardiovascular anticipates the return of the product in question. Refer to MFR report #2242352-2012-00097 and 2242352-2012-00098.